Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's reported issue mentioned in b5 was confirmed. The following findings were also noted during device evaluation: due to wear of scope-cover packing, water tightness is lost, several scratches found throughout the device, -s-cover has a crack, objective lens has a chip. Light guide lens has a crack, the connecting tube has a buckling, and universal cord has a wrinkle. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope insertion tube kinked at 17cm. Upon inspection and evaluation, air/water cylinder, air/water tube, and jet tube have foreign objects. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by handling the device in accordance with the following instructions for use: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.